Event description:
It was reported that the t:slim x2 pump battery would not charge, and there was a power source alert in the pump history. There was no adverse impact to the customer's blood glucose level. The customer confirmed using the tandem charging cable and wall adapter, and eventually, the pump began charging again, reaching 100% and resolving the issue.